Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was in backup vvi mode after a failed cybersecurity upgrade. Device download was performed and normal device function was restored successfully. Patient was stable throughout the event. Device upgrade was not attempted again after device restoration.